Event description:
It was reported that the patient was scheduled for revision due to unknown reason. On the day of surgery, the or support specialist found that the revision was due to high impedance found on the patient's device. Pre-op diagnostics were performed and confirmed high impedance. The battery was not replaced as the battery was indicated to be ok. During the surgery, troubleshooting for incomplete pin insertion was not performed. The explanted lead was received for product analysis and is currently ongoing. No additional relevant information has been received to date.

Event description:
An analysis was performed on the returned lead portions and the reported allegations fracture of lead was confirmed. During the visual analysis of the returned 179mm portion the connector pin quadfilar coil appeared to be broken at approximately 131mm from the end of the connector boot. Discoloration was observed on the quadfilar coil surface. Scanning electron microscopy (sem) was performed and identified the areas as having evidence of a stress induced fracture (rotational forces) which most likely completed the fracture with pitting. What appeared to be flat-spots and a secondary break-line / stress fracture were observed. Pitting and residual material were observed on the coil surface. During the visual analysis of the returned 180mm portion the connector pin quadfilar coil appeared to be broken at approximately 6mm from the end of the outer silicone tubing. Sem was performed and identified the area on three of the broken coils strands as having evidence of being worn to the point of fracture. Flat-spots, pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the outer silicone tubing and identified the deposit as containing silicon, phosphorus and sodium. With the exception of the abraded openings and observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of fracture of lead. Note that since the (+) white electrode was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.